Manufacturer narrative:
The pump was returned to animas for eval. The keypad found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has been intermittently unresponsive for the past (B)(6). She noted that the down arrow button feels flat, but all other keypad buttons spring back as expected. The pt confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump in her pocket or on her pants or shirt with a clip.